Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. Thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the procise max probe was not generating plasma. Incident occurred before an t&a procedure. There was a delay of 0-30min and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.